Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net upon review of the transmission noise was noted. No intervention or patient condition was reported.